Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow and down arrow keypad buttons required multiple presses to elicit a response and had a tear. The reporter alleged that the response issues had occurred before the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/18/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was torn across the down arrow keypad button to the up arrow keypad button; exposing the button contacts. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the contrast and ok keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.